Manufacturer narrative:
Unit passed basic occlusion test and displacement test, no motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr. (Gold) the motor was tested outside the device and passed. Unit received with all buttons responding properly. No button error alarms noted. Unit received with cracked battery tube threads. Unit received with scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 1.9 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.